Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that everything looked fine. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that the camera did not recognize the instruments (both passive and active). Neither adjusting the camera position nor restarting (twice) would resolve the issue. Navigation was aborted and the procedure was completed with the images they had. There was no patient impact.